Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 776 mg/dl. Customer was nauseated and vomiting. Customer was high so he treated with 20 units. Customer was waking up every two hours with thirst and frequently urination. Customer woke up and he was still high, so he treated with another 20 units throughout the day; the blood glucose level remained high. Hospital treated with insulin drip and IV fluids. The current blood glucose reading is 292 mg/dl. Nothing further reported.